Manufacturer narrative:
Section d4, d7: additional information.

Event description:
It was reported that the patient presented with pump stops. Investigation at the hospital revealed internal driveline issues and would require an exchange. The patient was transferred to another hospital for a pump exchange on (B)(6) 2020.

Manufacturer narrative:
Medwatch / user facility report #(B)(4) was received on (B)(6)2020 . Section b7, b5: additional information section a5b, a4, b1, b2, d10, e4, g3, h3: correction

Event description:
Medwatch / user facility report # 3601800000-2020-8112 was received on(B)(6)2020. Heartmate ii left ventricular assist device (lvad) presented to his implanting center with pump stops; investigation revealed internal driveline fracture which would require surgical lvad exchange. Unfortunately, patient was deemed too high risk for exchange at his implanting center and was transferred to this lvad center requesting a 2nd opinion regarding surgical candidacy. Patient was deemed an appropriate candidate for lvad exchange. Heartmate 2 to heartmate 3 lvad was exchanged, discharged home following heparin to coumadin bridging and heart failure medication titration 3 weeks later. Device malfunction was noted - that is, the device did not do what it was supposed to do.

Manufacturer narrative:
Section d4, h4: additional information manufacturer's investigation conclusion: evaluation of the driveline from heartmate ii lvas, serial number(B)(6) confirmed internal wire damage to the red wire that would have contributed to the driveline fault alarm captured within the submitted log files, as well as damage to the black and green wires which would have contributed to the low speed operation and pump stops which were captured within the submitted log files. (B)(6) was returned assembled with the driveline cut approximately 0.5 inches from the pump housing, a middle segment measuring approximately 16 inches was returned, and a distal segment measuring approximately 25 inches was returned. Evidence of a previous driveline repair was noted. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were returned detached from the pump. Approximately 8 inches of the sealed outflow graft was returned in 2 segments. The outflow graft bend relief was returned. The bend relief collar was not returned. The outlet elbow was returned detached from the pump. The driveline was tested for electrical continuity in the condition that it was received and revealed a discontinuity in the red wire on the middle, internal segment of driveline. The remaining wires on all segments of driveline passed continuity testing. The silicone jacket was unremarkable, the bionate layer was discolored but otherwise unremarkable, and there was breakdown in the metal braided shield from approximately 14 inches to 16.5 inches from the pump housing. The layers were removed, and examination of the underlying wires along with hipot testing revealed breaches in the insulation of the black and green wires from approximately 15.5 inches to 16 inches from the pump housing. Additionally, a pull test was performed on all of the wires of the returned segment of driveline and the conductor of the red wire broke with a moderate amount of force approximately 15 inches from the pump housing. All areas of wire insulation damage to the black and green wires appeared to be the result of abrasion from the metal shield as a result of repetitive flexing of the driveline in these locations. The conductor breakdown on the red wire appeared to be due to repetitive flexing in this location. The remaining wires on all segments of returned driveline were submerged in a saline bath solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The pump stop observed while operating on 14v batteries, or the power module on an ungrounded patient cable, would have occurred if the conductors from any of the exposed black and green wires made contact with each other or simultaneous contact with the metal braided shield, resulting in a phase to phase short. If the patient was operating on their power module on a grounded patient cable, the pump stops would have resulted if either of the exposed conductors made contact with the metal braided shield, resulting in a short to shield. The recorded driveline fault alarms would have resulted from the observed conductor breakdown in the red wire, which is consistent with the log file findings. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline repair in 2019 was captured under MFR 2916596-2019-04528. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has continued to have driveline faults and pump stops after their driveline repair in (B)(6) 2019. There is not enough room for a second external driveline repair attempt.